Event description:
It was reported that the procedure was to treat a lesion in the mid marginal vessel with mild tortuosity. The 3.25 x 12 mm nc trek was prepared per the instructions for use, and used for post-dilatation of an unknown stent; however, the balloon ruptured during the fourth inflation. A new balloon was used to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.